Manufacturer narrative:
A ge representative has not yet evaluated the system.

Event description:
It was reported that the beam was larger than the visible field and that the collimator is off center. No patient injury was reported.